Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The septum was noted to be dislodged from the port in the photo. Therefore, the investigation is confirmed for the reported material protrusion issue. The investigation is inconclusive for the reported obstruction of flow issue, difficult to flush and suction issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post port placement, the port allegedly had splint. It was further reported that the port allegedly stopped working and a computed tomographic examination showed that the port appeared to have a blockage. Reportedly, the port was removed and upon removal it was identified that the port septum was allegedly partially dislodged from the port. There was no reported patient injury.

Manufacturer narrative:
Hh10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: device not returned.

Event description:
It was reported that approximately five years post port placement, the port allegedly stopped working and a computed tomographic examination showed that the port appeared to have a blockage. It was further reported that the port was removed and upon removal it was identified that the port septum was allegedly partially dislodged from the port. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The septum was noted to be dislodged from the port in the photo. Therefore, the investigation is confirmed for the reported material protrusion issue. The investigation is inconclusive for the reported fracture, obstruction of flow issue, difficult to flush and suction issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post port placement procedure, the port allegedly had splint. It was further reported that the port allegedly stopped working and a computed tomographic examination showed that the port appeared to have a blockage. Furthermore, the port was removed and upon removal it was identified that the port septum was allegedly partially dislodged from the port. There was no reported patient injury.

Event description:
It was reported that approximately five years post port placement procedure, the port allegedly had splint. It was further reported that the port allegedly stopped working and a computed tomographic examination showed that the port appeared to have a blockage. Furthermore, the port was removed and upon removal it was identified that the port septum was allegedly partially dislodged from the port. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.